Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: the complaint could not be confirmed or duplicated on investigation. No damage to the rubber keypad was observed. Evaluation revealed that all keypad buttons responded properly; no corrosion was observed to the keypad button contacts. There was no evidence of moisture within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that, after swimming and replacing the battery, the keypad buttons were temporarily unresponsive. It was noted that, later, the keypad buttons began to respond appropriately. The reporter also stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.